Event description:
The home patient (hp) reported that during the fill cycle he became disconnected from the homechoice (hc) machine and his fill volume went all over the bed. The hp stated when he woke up, he reconnected. The hp stated the hc advanced to drain and he was empty. The hp stated he could feel pulling. The technical service representative (tsr) advised the hp to start over with new supplies. The hp stated he wanted to bypass to the next fill and would call the nurse in the morning. The hp stated that he knew and was sure he was empty. The tsr then assisted the hp with bypass to fill 4 of 4 per hp request. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Product surveillance spoke with a staff member at the home patient's (hp) dialysis facility; the staff member reported no further detail was available for this event. Lot information and sample are not available.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.